Manufacturer narrative:
G2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the patient's ins would suddenly turn off without having used the controller. It had been happening to the patient for a while and they thought it was because they lived near a hig h-voltage antenna, but it happened again the weekend of (B)(6) 2024 when they were not near any source that could turn off the ins. It was decided to change the patient controller to evaluate if that was the cause of the ins turning off. The issue was not resolved. There was no surgical intervention or hospitalization. The patient was alive with no injury. Additional information was received from the rep. It was reported that the patient controller had not yet been replaced. The cause of the stimulator turning off unexpectedly was not known. The patient started to feel pain, so they checked the controller and the ins was off. It was noted that this information was confirmed with the physician.